Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. No discrepancies were encountered during an internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support (ts) and reported that they experienced an increased intraperitoneal volume (iipv) event during their treatment. There were no reported alarms that occurred during the treatment. The patient¿s treatment data was reviewed, and the iipv event was confirmed. The patient¿s largest drain volume of 4504 ml was 180% of the patient¿s largest fill volume during the treatment, 2499 ml. The largest drain volume occurred during the patient¿s fourth and final exchange. The patient was able to complete their treatment. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow-up, it was confirmed the patient did not miss any treatments. The cycler was used one more time before the replacement arrived, and there were no issues during that treatment. The patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. It was confirmed that the patient was trained on performing stat drains, as well as manual pd therapy if needed. At the time of follow-up, the patient had received their new cycler and was continuing pd therapy on the replacement with no further issues. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2500 ml, with no last fill, and no daytime exchanges. The cycler was reportedly returned to the manufacturer for physical evaluation.